Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the tip was found "bent". The product was not used. No additional details regarding how the product was removed were provided. Confirmed kinked and bent tip and stretched coilwires. As received, the specimen does not prevent any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. The bend damage to the distal tip region is clearly visible through the dispenser tubing, when viewed at 18" with vision corrected to 20-20. The extent of this damage, had it been pre-existing, would be readily visible to inspection during handling, at any point from the packaging process to opening the package at the end user facility. Damage to the specimen is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors contributed to the event as reported. It bears noting that the manner in which the specimen device was received does not provide sufficient protection to the specimen device the preserve the "as-found" condition reported by the end user facility. Without further information or evidence, assignment of the root cause of this event is subjective speculation. All records indicated that the product was final inspection tested and determined to be acceptable. No corrective action will be requested at this time, because, the reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary. The exact cause of this damage was not determined, although it appears to be related to user handling.

Event description:
As per the account, the product was bent at the tip out of package. As per failure analysis, findings there was a "confirmed kinked and bent tip and stretched coilwires."